Event description:
Healthcare professional (hcp) reported that pt had a greater weight loss than expected, as if pt had a high ultrafiltrate, using the 1550 device for hemodialysis treatments. The home hemodialysis pt performs hemodialysis treatments 3 times a week with treatment time of 3.5 hrs and uf goal of 1.3 kg. The pt relates that intermittently for approx 1 month, pt weighed self after hemodialysis treatment and the scale indicated that pt had lost more weight than what the 1550 device had indicated, the greatest difference being .5 kg. As a result, the pt felt that the 1550 device was removing more fluid than displayed. Both the pt and hcp states that there was no pt injury or medical intervention.